Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Upon review, there was an injury associated with unconfirmed treatment. It was reported that the patient has burns on their back from the therapy electrodes and alleged treatment. It is unknown if the patient sought medical treatment for the burns. The condition of the burns is unknown. Reporting injury out of an abundance of caution. The patient continued to use the lifevest and received replacement equipment.